Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had battery issues lasting less than a week. The customer¿s blood glucose level on (B)(6) 2017 was 400 mg/dl. The customer treated the high blood glucose by getting a new battery and treating with insulin from the insulin pump. The customer stated their blood glucose level went down after a few hours. Troubleshooting was performed for the battery issues. They will monitor the insulin pump and call back if issue recurs. The device will not be returned for analysis.